Event description:
It was reported in an article that next, (nobori biolimus-eluting versus xience/promus everolimus-eluting stent trial), is a prospective, multi-centre, randomised, non-inferiority trial comparing biodegradable polymer drug-eluting stent (bp-bes) with durable polymer drug-eluting stents (dp-ees) in japan. Written informed consent was obtained from all the study patients. The study was registered at clinical trials.gov (nct01303640). The extended follow-up study of next was designed with planned follow-up up to 10 years. All the centers were invited to participate in the extended study, but 20 centers refused to participate in the extended study. Safety and efficacy outcomes of nobori bp-bes were non-inferior to those of xience/promus dp-ees. Complete five-year follow-up was achieved in 2,408 patients. The patient effects mentioned in the article were death or myocardial infarction, target lesion revascularisation, target vessel revascularisation, coronary revascularisation, bleeding, stent thrombosis. Details are listed in the attached article, titled "five-year outcome of a randomised trial comparing secondgeneration drug-eluting stents using either biodegradable polymer or durable polymer: the nobori biolimus-eluting versus xience/promus everolimus-eluting stent trial (next)".

Manufacturer narrative:
The device was not returned for analysis. A corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The production records for this product could not be reviewed and a similar complaint query could not be performed because the part number and/or lot number was not reported, and the device was not returned. The reported patient effect(s) of myocardial infarction, bleeding (hemorrhage) and thrombosis are listed in the promus everolimus eluting coronary stent systems instructions for use as a known patient effect(s) of coronary stenting procedures. A conclusive cause for the reported patient effect(s), and the relationship to the product, if any, cannot be determined; however, the subsequent treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling; therefore, no product-related corrective action will be implemented in this case. Literature attachment: article title: ¿five-year outcome of a randomised trial comparing secondgeneration drug-eluting stents using either biodegradable polymer or durable polymer: the nobori biolimus-eluting versus xience/promus everolimus-eluting stent trial (next)¿ b3: date of event is estimated as 10/31/2016 d6: implant date is estimated d4: the UDI is not known as the part and lot number were not provided. The additional device and patient effects that are referenced in b5 are filed under separate medwatch report number